Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. D11: concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp/ pn: 00770301500/ ln: 61822870/ sn: (B)(6). Reported issue: on july 9, 2019, it was reported that the device had damaged grates and bent tines. The customer returned a skin graft mesher device, serial number: (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(6), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number: (B)(6) four times as documented in the repair reports in livelink. The last repair was october 5, 2018 where it was reported that the device required annual service and the comb and ball detents were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number: (B)(6) as documented in the repair reports in livelink. The last evaluation was september 25, 2017 where the cutter produced a passing sample mesh. Device evaluations results/investigation findings: product review of the skin graft mesher on july 20, 2019 revealed that the pre-test calibration and test cut were unable to be taken due to the bent comb. The 1.5:1 ratio cutter serial number: (B)(6) produced a passing sample mesh when tested. And the collars, bushings and gear were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 20, 2019 which included replacement of the comb. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Repair of the skin graft mesher 1.5:1 ratio cutter was performed by zimmer biomet surgical on july 22, 2019 which included replacement of the collars, bushings and gear. Skin graft mesher 1.5:1 ratio cutter, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device had damaged grates and bent tines. The event occurred after surgery causing no harm to patient or no delay in the treatment. No adverse events were reported as a result of this malfunction.